Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and the reported failure was confirmed. The instrument was found to have a broken grip at the grip base. A piece approximately 0.303" was found to be broken off and the broken piece was not returned. The complaint regarding bent tips was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper tips bent and was not working. There was no report of patient injury.